Event description:
The patient reported blood glucose of 27 mg/dl after delivering a bolus that was greater than he needed for the carbohydrates he consumed. He stated this event occurred several weeks ago but was not certain of the date. The patient reported that the erroneous delivery may have been due to the screen scratches that make the letters and numbers to appear blurry to him. He stated he could not be certain that this circumstance was the cause of the low blood glucose. The screen issue occurred gradually over time and the patient admitted that he has had difficulty reading the screen in bright light. He stated he self-treated with oral carbohydrates and restored his blood glucose level to 119 mg/dl in about 1 hour. The patient has continued to wear the pump without further reports of blood glucose excursions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.